Event description:
It was reported that the procedure was to treat a moderately tortuous and 99% occluded proximal right coronary artery. A 3.0 x 20 mm tenku balloon catheter was being used for pre-dilatation. The catheter was inflated one time to 8 atmospheres; however, the balloon would only partially deflate. The balloon could be advanced distally, but it could not be retracted due to the interaction with a partially crossed guide wire through a pseudo vessel. The physician applied force when pulling the balloon back and was able to remove it from the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete joker ((B)(4) lifeline). Guide cath: luncher (medtronic). Evaluation summary: the device was returned for evaluation. The reported resistance and deflation difficulty were not tested due to the condition of the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. ((B)(4) 2012).